Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and reservoir tube window.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 75 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.